Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explant report the user had a large fistula and an infection and the device was visible. The user was not re-implanted.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely the user had a large fistula and suffered from an infection at the implant site. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of infection, however, the presence of the device, in combination with the user's magnet screws for an epithetic ear, might have contributed to its subsequent development. This is a final report.

Event description:
The explanted device was received for investigation. According to the explant report the user had a large fistula and an infection. The implant housing was visible. The user was not re-implanted.